Event description:
The manufacturer received information alleging the device beeped and then powered off for only a moment. There was no alarm or vent inop message. The event logs revealed that the device "powered off". There was also a log that described "card has been inserted". During the evaluation of the device at the manufacturer's service center, they were unable to confirm the reported issue. A confirmation in the drpt confirmed the occurrence of reboot cause by e-95 had been recorded. The main board was replaced to resolve the issue. The unit was overall checked, cleaned and functionally tested. Confirmed the software version was up to date 3.6.2.